Manufacturer narrative:
Customer reported that the unit is turning on by itself giving motor error,had to remove battery to turn it off, found shaft screws stripped and can't secure it. Tamper seal both broken. The device top case chipped on all corners and cracked by handle and tubing guides, cracked bottom case by l-bracket and both plunger cases,main case screw spinning. Performed power up process,pump motor drive off post, pump motor drive phase b post, depleted battery,but did find corrosion on interconnect board and power supply board,corrosion on interconnect board and power supply board as a result of fluid ingression. Customer caused the problem. Replaced interconnect board, power supply board and power supply cable. Replaced stripped case screws,performed power up process, pm and all functional tests which passed.

Event description:
It was reported that the unit is turning on by itself and displaying motor error. Customer removed the battery to turn it off. Shaft screws were found stripped and the casing do no secure it. No patient injury was reported.

Manufacturer narrative:
Customer reported that the unit is turning on by itself giving motor error,had to remove battery to turn it off, found shaft screws stripped and can't secure it. Tamper seal both broken. The device top case chipped on all corners and cracked by handle and tubing guides, cracked bottom case by l-bracket and both plunger cases,main case screw spinning. Performed power up process,pump motor drive off post, pump motor drive phase b post, depleted battery,but did find corrosion on interconnect board and power supply board,corrosion on interconnect board and power supply board as a result of fluid ingression. Customer caused the problem. Replaced interconnect board, power supply board and power supply cable. Replaced stripped case screws,performed power up process, pm and all functional tests which passed.

Event description:
It was reported that the unit is turning on by itself and displaying motor error. Customer removed the battery to turn it off. Shaft screws were found stripped and the casing do no secure it. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: a review of the event history log (ehl) identified pump motor drive off post, pump motor drive phase b post, depleted battery, and base hardware failure.